Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a right ventricular lead that had been programmed off on (B)(6) 2016 due to high impedance. The lead was capped on (B)(6) 2019 during a device downgrade procedure. The patient tolerated the procedure well and was in recovery.